Event description:
It was reported that clinician inflated balloon a third time causing balloon to break resulting in air being released into pt's body. Pt required "first aid". More info has been requested.